Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation and capsular contracture, baker grade IV.

Event description:
Healthcare professional reported left side "capsular contracture baker grade IV, leakage and deflated breast implant." Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Additional, changed, and/or corrected data: d4, d9, h3, h4, h6 device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ capsular contracture : unable to observe since it is a medical event and is not related to the device. Deflation : no observed opening on the device. Additional observations: ¿crease fold observed on the device. ¿white particles observed inside the device. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported left side "capsular contracture baker grade IV, leakage and deflated breast implant." Device has been explanted and replaced.